Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested technical support because the speaker had a malfunction and had no sound at all. There is no user or patient harmed reported.